Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported their implantable neurostimulator (ins) would just shut off by itself, which the patient stated began about 4 months ago. The patient reported that she started to have a symptom return. The patient noted the bladder was starting to leak and she could not control their bladder for the last 4 months. The patient felt stimulation and therapy was on. There was no trauma or falls related to the issue. The patient stated she would notice symptoms return and then check her ins and it was off when it should be on. There were no further complications that have been reported as a result of this event. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.